Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): resolved without sequelae (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was having bothersome back pain at their implantable neurostimulator (ins) location. They reported this has been present since it was placed and it can rub/get caught in their clothing. The issue has not improved with medications and is sometimes improved with standing. The ins is palpable and at the skin. The patient had their ins repositioned and this resolved the issue. It was also reported that after the revision patient went to the emergency room for right arm weakness and tingling where the IV was placed as well as urinary retention. Patient was hospitalized for this and had foley catheter placed. MRI was not performed as patient did not fit in the machine. Relationship of the event to device or therapy was possible and the relationship of the event to the implant procedure was probable. Issue is ongoing.

Event description:
Additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that the ins was repositioned on december 18th due to the back pain related to the superficial placement of the device. Device placement was too close to the surface and was causing discomfort. This was possibly related to surgery medication was given. Required in-patient hospitalization or prolongation of existing hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.